Event description:
It was reported that during a lobectomy procedure, the device cut, but the staples were malformed. Another like device was used, along with hand-suturing ro complete the case.there was no patient consequence.